Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: linear noise appeared on the image, cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in image was due to faulty cable unit. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced the image is flickering, and color lines is coming when we press the camera head cable. The issue was found during service maintenance. There were no reports of patient involvement.